Event description:
Guidant received information that this programmer froze up during threshold test when capture was lost--programmer would not respond to command. Test continued even though the stopbutton was used. Pt went asystolic as a result.